Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal pain, pain during intercourse, stress urinary incontinence, mesh erosion and extrusion, bowel problems, neuromuscular problems, infections, and need for additional surgery. No further information has been provided.